Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that customer hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 300 mg/dl. The customer was treated with insulin pump. It was reported the insulin pump was not on auto mode at the time of the incident. Retainer ring was missing and reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No missing retainer noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case and pillowing keypad overlay. (B)(4).